Event description:
The following narrative was submitted by the user facility to FDA (medwatch report # (B)(4)): "belmont transfusing during mass transfusion in operating room. "Burning" smell noticed by rns. Belmont stopped. Tubing inspected, cassette was found to be charred/blackened and melted the glove of rn upon touching it. Belmont taken out of service and tubing/cassette saved in biohazard bag. Second belmont requested in operating room and mass transfusion resumed on new belmont."

Manufacturer narrative:
The serial number of the ri-2 was not provided in the medwatch report, however the user facility reported an incident to belmont involving a burning smell and "melted" disposable set at the heating element, related to ri-2 serial number (B)(4). It was reported that there was no injury to the patient, and there was no report of the disposable set melting the glove of a user. As of the date of this report, neither the ri-2 nor the disposable set has been returned to belmont for investigation. No photographs of the reported damage to the disposable set were provided. Belmont has followed up with the initial reporters for additional information about the case and to ask that the device be returned for investigation. A definitive root cause of the reported incident cannot be determined. Belmont notes that this ri-2 serial number has not been returned for service or preventive maintenance since it was shipped to the customer in 2016. As the lot number of the disposable set is not available, a review of the associated manufacturing batch records and library/retain sample is not possible. A review of past complaints indicates there have been no other reports of this nature that have led to melting the glove of a user. There have been no reports of injury to a user. It was reported that there was no harm to the patient. Should additional information become available, a supplemental report will be provided.